Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.

Event description:
New information received indicates that the noise was noted on the right ventricular (rv) lead. During the lead revision procedure, insulation breach was noted on the rv lead. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.